Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. Review of the device data demonstrated multiple non-sustained ventricular events that were logged due to oversensing of noise on the right ventricular (rv) lead and pacing inhibition was observed as long as six seconds. The rv lead was programmed in a unipolar configuration due to a previous pace impedance measurement greater than 3,000 ohms. The out-of-range impedance had triggered the lead safety switch and changed the programming from bipolar to unipolar. Technical services recommended urgent review of the rv lead. No adverse patient effects were reported.